Event description:
Information was received indicating that a smiths medical pump was beeping. The further indicated completion with a total volume of 202.8 ml administered, but it was missing the infusion of 27.2 ml that remains in the device. There were no reported adverse events.